Event description:
It was reported that a patient presented to the emergency room (ER) being very lethargic, unresponsive and with a respiratory rate of six to ten breaths per minute. The patient was arousable with constant stimulation and narcan had not been given. The patient had received a refill on the day of this report and the dose had been increased. The device system was used to deliver bupivacaine and morphine. It was later reported an overdose had occurred. The patient had presented to the ER on (B)(6) 2013 with a drug overdose and a pocket fill was suspected. The patient's health care provider (hcp) did not have privileges at the hospital so the patient was released from the hospital on (B)(6) 2013 and was on their way to the clinic to check the reservoir volumes to see if there was medicine in the pump or if the patient 'just got too much drugs' and to confirm if a pocket fill had occurred at the refill. It was later reported the patient was discharged from the intensive care unit on (B)(6) 2013 and went to their hcp's office. Using fluoro, the hcp aspirated 5 ml out of the pump, 'meaning the patient had a pocket fill of 35 ml.' After aspirating and discharging the 5 ml of drug, the hcp refilled the patient with 40ml of new drug and discharged the patient back to the follow up hcp. It was noted the patient was not mad but only glad that she was getting attention and that the follow up hcp was trying to help her. The patient reportedly had no ill effects and was back to normal.

Event description:
Additional information received reported the pump had been implanted under the patient¿s muscle and the health care provider (hcp) that did the pocket fill hadn¿t realized how deep the pump was. It was noted as far as the patient understood there was an ¿air bubble¿ and the morphine went directly into the pocket. It was reported the patient recently had a pump revision because the hcp wouldn¿t touch the pump until it was moved.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).